Event description:
Ambu bag has a defective exhalation port. As the patient was being ventilated. He was unable to exhale. This caused the patient to sustain a pneumothorax. The patient required ventilator support for approximately 48 hours.